Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the down arrow does not respond to presses all the time. It was reported that the pump is not exposed to water and there is no sign of damage to keypad.